Event description:
The pump had an alarm. Troubleshooting was performed. The alarm history revealed multiple alarms. Suggested the customer to discontinue the pump use. A day later, the customer family member reported that pt was hospitalized for dka several times in the past months. The family member stated that they had previous problems with tubing on the infusion set. In addition, the contact stated that batteries have only lasing three to four days.